Event description:
It was reported that the patient with this pacemaker had an erosion and a possible infection. No additional adverse patient effects were reported. This pacemaker remains in service.